Event description:
It was reported that during a da vinci-assisted left pulmonary wedge resection with lymph node dissection, an unspecified error message appeared when the surgeon fired a sureform 60 reload with a sureform 60 stapler instrument. The staple line was found to be incomplete and some staples were malformed. To address this, a new staple line was created, which resulted in a procedure delay of 15-30 minutes. The procedure was completed with no reported injury and an estimated blood loss was 50 milliliters. The patient did not require any blood products. It is unclear if the issue occurred more than one time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a sureform 60 reload associated with this event for failure analysis evaluation. Isi received a sureform 60 stapler instrument (lot #k15250530-0030) associated with this complaint and completed investigations. The instrument was found to have a lodged staple in the I-beam assembly. The instrument was placed on an in-house system and found to pass initialization on 3 of 3 attempts. The instrument was tested in-house and successfully clamped, fired, and unclamped without any issues. There was no visible damage to the instrument. The I-beam assembly was extended, and a staple was found to be lodged inside. The stapler instrument was installed onto an in-house system and fired on a test foam using an in-house white reload. The instrument fired successfully once before expiring. The resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Isi also received another sureform 60 stapler instrument (lot #k12250627-0094) to perform failure analysis. The instrument was found to have a lodged staple in the I-beam assembly. The instrument was placed on an in-house system and found to pass initialization on 3 of 3 attempts. The instrument was tested in-house and successfully clamped, fired, and unclamped without any issues. There was no visible damage to the instrument. The I-beam assembly was extended, and a staple was found to be lodged inside. The stapler instrument was installed onto an in-house system and fired on a test foam using two in-house black reloads. The instrument fired successfully twice, once on high challenge foam. The resultant staple-line was visually inspected. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the site's system logs for the reported procedure date was conducted. The logs show a sureform 60 stapler instrument (lot #k15250530-0030) first and was installed on the system 14 times and fired 12 sureform 60 reloads (1 blue, 4 green , 1 black, 1 green, 1 black, 1 blue, 3 green, in that order). On install 1, a blue reload was installed, however no clamping or firing was attempted. On install 2, there were 3 incomplete clamp attempts. The 4th clamp was successful, but was followed by a firing failure. On install 3, the first clamp was incomplete. The 2nd clamp was successful, but was followed by a firing failure. On installs 4-8, the first clamps were successful, but were followed by a firing failure on each install. The logs show an error code representing the firing failure on install 7. On install 9, a black reload was installed; however, no clamping or firing was performed. On install 10, the first clamp was incomplete. The next clamp was successful, and the firing was completed with no pauses for compression. On install 11, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 12, the first clamp was successful, and the firing was completed with no pauses for compression. On install 13, the first clamp was incomplete. The next clamp was successful, but was followed by a firing failure. On install 14, the first 5 clamps were successful, but were followed by a firing failure. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors pertaining to the use of this stapler in the logs. In summary, there were 9 partial fires (1 blue, 7 green, 1 black) and 3 successful fires (black, blue, green). The logs show a sureform 60 stapler instrument (lot #k12250627-0094) was then installed on the system 6 times and fired 5 black sureform 60 reloads. On install 1, the first 6 clamp attempts were incomplete. The 7th clamp was successful, but was followed by a firing failure. The firing stopped. The user then initiated a force fire, which also failed. The logs show an error code representing the force fire failure. On install 2, there were 5 incomplete clamp attempts. No firing was attempted on this install. On install 3, the first 3 clamp attempts were incomplete. The 4th clamp was successful, and the firing was completed with 1 pause for compression. On install 4, the first clamp was successful, but was followed by a firing failure. The user then initiated a force fire, which also failed. The logs show an error code representing the force fire failure. On install 5, the first clamp was successful, but was followed by a firing failure. The user then initiated a force fire, which was successfully completed. On install 6, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no additional stapler-related errors in the logs pertaining to the use of this stapler. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2025-42064 for MDR submission of another sureform 60 reload involved with a possible incomplete staple line during the same procedure.